Event description:
It was reported that the ilet issued an occlusion alarm shortly after a new contact detach infusion set was placed, and blood glucose was elevated at 345 mg/dl prior to and following the set change. Customer care provided support that included guided troubleshooting, priming test to confirm flow, and resumption of delivery with observation. Investigation of this case revealed no persistent occlusion, no visible air or kinks, immediate drip during testing, and a probable transient flow restriction consistent with an intermittent occlusion alarm involving the insulin delivery path. No clinical symptoms associated with hyperglycemia reported. Outcomes included user monitoring and continuation of therapy after clearing the alert. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.